Event description:
The procedure was sfa atherectomy and angioplasty via contralateral approach. The evercross balloon was inflated to 7 atm and burst. Moderate calcium was present. No injury to the patient reported. Evaluation of the returned balloon indicate a radial tear in the balloon material.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.